Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (electrode belt did not fully deploy gel) was confirmed due to the rear therapy electrode interconnect cable voltage connections being intermittent. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt did not fully deploy gel.